Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that there is a mechanical problem with exposure switch cable. After reviewing the log file fse does not directly confirm about the malfunction. The fse found the problem in insulation cable and hand switch. Fse replaced the arm support board and hand switch. After replaced the defective part, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the hand switch defect was found. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an issue with the exposure trigger. No harm has been reported to philips. Philips has started an investigation of this complaint.